Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient undergone reconstruction of the intestinal tract after retossigmoidectomy. On the sixth day post- operatively, the patient presents non-residual pneumoperitoneum near the stapling line, evolved with fistula after elective transit reconstruction. An excision was extended due to the product problem. The researcher underwent exploratory laparotomy and identified that the staple line did not hold showing anterior dehiscence of the anastomosis. The patient progressed to death.